Event description:
Caller alleges inaccuracy with inratio. Results as follows: pt #1, date 2008, inratio 7.1, lab: very high (caller don't recall). Pt #2, date same day, inratio 5.9, lab 7.6. This case qualifies as an adverse event. Medical intervention was required vitamin k was given to both patients. Adverse event follow up: both patients are now in stable condition.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Pt #1, date: 2008, inratio: 7.1, lab: very high (caller don't recall), mean: cannot be determined, confidence limits: cannot be determined. Pt #2, date: same day, inratio: 5.9, lab: 7.6, mean: 6.75, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings are considered inaccurate based on "area outside the acceptance region" table for pt#1 and accurate for pt#2. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.